Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to the service center in reference to this voluntary field safety notice/recall. No initial alleged complaint was identified. During evaluation, no foam particles were observed in the airpath; however, foam degradation was noted. The device¿s sound abatement foam was replaced to address the issue. Additionally, no error codes were displayed or recorded in the error log. Following completion of the evaluation, the device was scrapped by the service center.